Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter with no original packaging or other devices. There was blood and contrast in the inflation lumen. Microscopic examination of the balloon did not reveal any damage or tears. Functional testing was performed using an inflation device filled with water connected to the inflation port. The device was inflated to rated burst pressure for 5 minutes and there was no indication of any leaks or other irregularities. There were no material or manufacturing deficiencies noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous right superficial femoral artery (sfa). After a non-bsc guide wire was able to cross the lesion, a 4.0mm x 150mm x 150cm coyote¿ balloon catheter was selected to dilate the lesion. The balloon ruptured at 8 atmospheres during the first inflation. The procedure was completed with a 4mmx220mm coyote¿ balloon catheter. No patient complications were reported and the patient¿s status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous right superficial femoral artery (sfa). After a non-bsc guide wire was able to cross the lesion, a 4.0mm x 150mm x 150cm coyote balloon catheter was selected to dilate the lesion. The balloon ruptured at 8 atmospheres during the first inflation. The procedure was completed with a 4mmx220mm coyote balloon catheter. No patient complications were reported and the patient¿s status was good.